Event description:
During review of programming history it was noted that an incomplete diagnostics occurred which change the patient to unintentional settings. The setting change was found and the settings were changed. The settings were not fully corrected and the signal frequency was not change to previous setting. It is unknown if the patient was intentional left at that setting or of the signal frequency was overlooked.

Manufacturer narrative:
Initial reporter, corrected data: previously submitted MDR indicated the incorrect initial reporter. This report is being submitted to correct this information.

Manufacturer narrative:
Analysis of programming history.